Event description:
According to the initial report received via email on 04may2026 from artivion representative, (B)(6)., while attending the aats annual meeting, it was reported that during a surgical technique session on (B)(6) 2026, dr. (B)(6) stated he had previously experienced a case involving an on-x valve with a ¿lazy leaflet¿ at (B)(6) hospital. It was reported that the patient was initially stable; however, the leaflet was not opening or moving adequately, which ultimately resulted in the need for reoperation and explant of the device. Dr. (B)(6) noted involvement in litigation related to the case and did not provide additional details. It was further reported that this event was not known to other artivion personnel present, including (B)(6), at the time of disclosure. Additional information will be requested as it becomes available. Device problem summary: the reported device problem involves a leaflet of the on-x mechanical heart valve that was described as ¿lazy,¿ indicating reduced or inadequate leaflet motion. Based on the information provided, the leaflet was not opening or moving as intended. No product code, lot number, or specific device identifiers were provided. The relationship of the reported issue to device design, manufacturing, or use conditions is currently unknown. Additional information will be requested as it becomes available. Patient impact summary: it was reported that the patient was initially stable following implantation; however, due to the inadequate movement of the valve leaflet, the patient required a reoperation for explant of the device. No additional information regarding patient outcome, complications, or long-term status was provided. Additional information will be requested as it becomes available. Investigation summary statement: this investigation is relegated to an unknown on-x mechanical heart valve with an allegation of impaired leaflet motion (¿lazy leaflet¿) resulting in reoperation and explant. No product code, lot number, serial number, or additional device identifiers have been provided. Additional information will be requested to support further evaluation.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.